Manufacturer narrative:
In a response to the customer's email, the customer was requested to contact customer service via phone. Additionally, the customer was provided with a website regarding purchasing medela product outside of the u.s. In follow up with a complaint handler on 12/05/2017, the customer indicated that she didn't believe that the mastitis was the result of medela product and, then on (B)(6) 2017, she indicated that she had just returned to work and thought it could have been the result of changes in the baby's feeding schedule or stress. On (B)(6) 2017, she confirmed that she was treated for the mastitis with prescription antibiotics. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 11/28/2017, the customer inquired of medela llc via email about where to purchase a european charger for her freestyle breast pump, as she was traveling to (B)(6) for the holidays. She indicated that she was unable to locate a european charger and didn't want to have any issues with a converter, as she alleged that she has had mastitis three times.